Event description:
When did it occur? : during use. Hypodermic needle injury: no. Other treatment: no. Were the returned items used? : yes. Returned quantity: 1 ea. Details of the event (timeline, history, etc.): the back pen was broken (there was a report in the past of a pen remaining).

Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. Corrections made to sections d3 (country type & country) and h6 (type of investigation, investigation findings, & investigation conclusions). Investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.